Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device had low rotations per minute (48000), specifications: 79000-81000. It was further observed that there was a pin that was pushed back in the connector. It was determined that the issue with the pin pushed back in the connector was consistent with the connector not being properly aligned and forced into the female connector when plugging it into the console and pushing in the pin. It was further determined that the pin pushed back in caused the low rotations per minute (rpms) and could have caused an error code, although during testing the device did not cause an error code. The assignable root cause of the component damage was determined to be due to user error. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the motor device had an e6 error code. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.